Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter & tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter & usb cable. There was no reported adverse impact to the customer's blood glucose level.